Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with infection. It was noted that the cardiac resynchronization therapy defibrillator was red, warm and painful. Fluid was noted in the pocket. Infection was suspected. The system was successfully extracted without adverse event and the patient remained stable before, during, and afterwards.